Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott (B)(6) 2017.

Event description:
It was reported that the ipg does not communication with external devices following an unrelated surgery. Resulting, in loss of therapy. Reportedly, the ipg was not set into surgery mode prior to the procedure. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported that the ipg does not communication with external devices following an unrelated surgery. Resulting, in loss of therapy. Reportedly, the ipg was not set into surgery mode prior to the procedure. As such, surgical intervention may take place at a later date to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was confirmed post op.